Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call the insulin pump had a no motor movement error. The customer blood glucose level was 278 mg/dl at the time of the incident. The customer¿s father reported trying to bolus and received the no motor movement or negligible movement. The customer did troubleshoot the issue and was unable to clear the error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with pump error (B)(4) during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch. No pump error (B)(4) noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.